Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis confirmed the customer comments regarding the programmer's electrocardiogram. The programmer had multiple incoming tests failures. It was indicated that the electrocardiogram connector was loose and therefore the printed circuit board was replaced. Analysis could not confirm the customer comments regarding the programmer printer. Analysis indicated that the system fan was noisy and that the upper eject lever of a external card slot was broken. (B)(4)

Event description:
It was reported that the programmer was showing a noisy electrocardiogram (EKG), and the programmer was not printing on the external printer. The programmer has been returned for repair. The programmer tested out of specification during manufacturer's analysis. No patient complications have been reported as a result of this event.